Manufacturer narrative:
An evaluation of the provided information has been made available. The DHR check could not be performed as lot numbers were not available. No trend analysis performed since no reference number available. The compatibility check could not be performed as no product information was provided. Review of incoming information: it was stated that one patient who received an undersized stem experienced massive subsidence with dislocation in the second postoperative week, and was immediately re-operated upon. No x-rays, surgical reports or other information/documentation was received for review. Devices analysis: it was not possible to perform an analysis of the devices as they were not provided for investigation. Possible causes for the reported event according to sap dfmea # 107484, rev 4: aseptic loosening, migration of stem short and long term -> due to surgeon unfamiliar with implantation technique of this stem design (early stability). Possible -> the surgical report is not available for the investigation. Migration of stem short and long term, splitting of femur -> due to surgeon unfamiliar with the correct indications. Migration of stem short and long term, splitting of femur -> due to surgeon unfamiliar with the correct indications. Migration of stem short and long term, splitting of femur -> due to wrong size implanted (incorrect size chosen) . Migration of stem short and long term, splitting of femur -> due to wrong size implanted (incorrect size chosen). Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. Zimmer (B)(4) will close this case. (B)(4).

Event description:
A journal article from "the journal of arthroplasty - femoral revision using the wagner sl revision stem: a single-surgeon experience featuring 11-19 years of follow-up " was received. It was stated that one patient was revised because of progressive stem subsidence in the medullary canal, triggering recurrent dislocation and head-neck disassembly 5 years after implantation.